Event description:
It was reported by the patient's son that the previously working remote monitor did not respond when the start button was pressed. It was tried in several electrical outlets but the situation did not resolve. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.